Event description:
A health care professional reported that after a cataract procedure a patient experienced toxic anterior segment syndrome (tass), conjunctivitis, vitreal inflammation, central corneal edema, aqueous cells and was given with oral steroids, antibiotics and non steroidal anti inflammatory medication. Additional information received clarifying the patient is doing well and the water quality test done in the facility proved that it had particles and that was left on the device.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaint found. One folding box, one leaflet and one unopened blister with its components were received as complaint sample. The chemical lab has tested the ph and osmolality of the returned sample and all tests are conform the specifications without the osmolality measurement of viscoat. Therefore, we tested a reference sample. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. Since the returned sample is conform to the specifications for the tested parameters, the complaint cannot be confirmed. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. Product met specifications: after investigation we can conclude that the investigated product met specification, so no action is initiated. However further trending is performed the manufacturer internal reference number is: (B)(4).